Event description:
The user facility reported that when bur is attached and operated, the bur flies off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that when bur is attached and operated, the bur flies off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.